Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the drug concentration was 15mg/ml morphine sulfate at 0.72mg/day which was recently programmed because of the motor stall seen in the logs. The reporter was unsure what the dose was prior to the change. Since the stall the patient has had withdrawal symptoms. Telemetry state/MRI was discussed along with having the physician check for volume discrepancy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (50 mg/ml at an unknown dose) via an implanted pump. A dose adjustment had been made and it was thought that the dose was 0.7 mg/day. The indication for pump use was non-malignant pain. On 29-aug-2019 it was reported that a motor stall was seen at initial interrogation. The patient was at the hospital due to a hip surgery and when they interrogated the pump, they saw service codes indicating a motor stall occurred and the pump had been stopped for over 500 hours. It was unknown at the time of the initial report if the patient had an MRI and if the pump was in telemetry mode. It was recommended that the pump logs be read and see if the patient had an MRI the day the motor stall occurred. No patient symptoms were reported. Additional information was received later the same day from the same reporter who reported that the patient did have an MRI the day of the motor stall and the pump had recovered on I interrogation. No further complications were reported/anticipated.